Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history reveiw (lhr) review is not possible, as no mfg lot number has been provided by the complainant/.

Event description:
During PICC-placement procedure the guidewire got stuck in the tissue. (The nurse tried to release the wire but it was stuck very hard). After about 1 hour the wire got loose and the team recognized a hard knot on the wire... In some way the wire must have looped in the tissue.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of knot in the guidewire was confirmed and appears to have been an anomaly of technique. The product returned for evaluation was a 50cm x 0.018¿ flexura nitinol guidewire (inside a 4.5fr microintroducer). A tightly formed overhand knot was found at the distal tip of the guidewire. Hardened blood or tissue was seen within and surrounding the knot. The introducer was unremarkable. No evidence was found that would suggest a manufacturing defect, but this type of failure can possibly occur as an anomaly of guidewire movement through a tortuous path. In order for a knot to form there would need to be forward motion against an obstacle, a twisting motion in order to bring the wire through the potential loop, and a backward motion (such as withdrawal of the wire). Avoiding twisting motions (particularly when encountering insertion difficulty) may help to avoid the alleged event.